Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had started "failing" in the last week or so prior to report. The patient was in a car accident on (B)(6) 2016. They were hit from behind and the patient was taken to the emergency room. They didn't think at that time of having their device checked. The patient had an appointment at their managing health care professional's (hcp) office the day prior to report. The physician's assistant (pa) checked all of the connections and thought the settings were in good order and the device was working. The patient complained of being dizzy. The pa turned the stimulation down from 2.8 to 2.4 on each side. When they got home the noticed the patient was having a harder time getting around. They couldn't walk or stand and their dizziness did not improve. They had the ability to change the stimulation and they wanted to put both sides back to 2.8 since the patient wasn't able to get around. They were able to increase the stimulation to 2.8 v. It was unknown if this action resolved the issue. They had left a message for the hcp the day prior but hadn't heard back yet. There was another appointment scheduled with the hcp for (B)(6) 2016. Additional information received from a consumer reported the patient symptoms improved after "resetting the patient," but they still experienced some dizziness. The patient's settings were lowered "one click" and the symptoms were not affected, but the dizziness was not improved. The reporter felt the patient was dehydrated and that was the cause of the dizziness. The patient seem to be doing better after increasing their water intake. Additional information was received from a consumer and a patient. It was reported that the patient was dizzy this morning and needed assistance adjusting the stimulation. The consumer reiterated the previous report that the patient had an adjustment made by the health care provider (hcp) and could hardly function when he got home. It was stated that the stimulation was at 2.80v on both sides and they wanted to reduce it to see if the dizziness would resolve. With assistance, the reporter was able to reduce the stimulation on both sides to 2.70v. It was confirmed that therapy was on and ok, and that troubleshooting resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.